Event description:
It was reported that right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed programming options and the possible need for defibrillation threshold (dft) testing. The rv lead remains in service. No adverse patient effects were reported.